Manufacturer narrative:
This event occurred an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified intravenous set was leaking. During setup/preparation, a needle was added to the male luer end of a syringe to inject leucovorin. The closed male luer started to leak and the syringe would not securely connect to the intravenous set. The customer also attempted to connect the luer syringe to the dry spike and there was a rebound on the syringe. There was no patient involvement. No additional information is available.